Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision due to a fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as no revision or serious injury occurred. The initial report should be voided.

Manufacturer narrative:
(B)(4). Upon receiving additional information of the reported event, it was determined to be not reportable as no revision or serious injury occurred. The initial report should be voided.